Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l54731), and no non-conformances were identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that this was an unknown procedure performed on (B)(6) 2020. When the micro quick anchor was in use, the suture snapped easily. There was no surgical delay and no harm to the patient. The device was brand new and the first use when the issue occurred. Additional information provided by the affiliate reported the device will not be returned for evaluation.